Manufacturer narrative:
The device currently remains implanted. This report will be updated upon receipt of additional information.

Event description:
It was reported during ongoing use the left ventricle (lv) lead had dislodged, and was showing high capture threshold values. In addition, the lead was picking up atrial activity, which inhibits ventricular pacing. The physician speculates that the lead is now in the coronary sinus position. An x-ray will be performed to determine the exact position of the lead. At this time, no further updates have been received. No adverse patient effects were reported.

Manufacturer narrative:
Reprogramming changes were made and the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricular (lv) lead dislodged, and was showing high capture threshold values. In addition, the lead was picking up atrial activity, which can inhibit ventricular pacing. The physician speculates that the lead is now in the coronary sinus position. An x-ray will be performed to determine the exact position of the lead. This lead remains implanted. No adverse patient effects were reported. Additional information: the field rep indicated that reprogramming changes were made, and the device remains implanted. There was no indication if an x-ray was taken.